Event description:
The initial reporter complained of questionable total protein results for 1 patient sample and glucose results for 1 patient sample tested on a cobas 8000 c 702 module. The initial total protein result was 10.1 g/dl on the c 702 module. The repeat total protein result on a different analyzer was 8.0 g/dl and was reported outside of the laboratory. The repeat total protein result was 7.9 g/dl on the c 702 module. The field service engineer (fse) was dispatched but the issue continued after the service visit. The initial glucose result was 403 mg/dl and the repeat result was 108 mg/dl. The fse returned to investigate the c 702 module and found a hole in the rinse mechanism tubing. The fse replaced the tubing and the operation of the c 702 module was acceptable. The customer had no further issues. There was no adverse event. No erroneous results were reported outside of the laboratory. The total protein reagent lot number was 269072. The expiration date was asked for but not provided. The glucose reagent lot number and expiration date were asked for but not provided. The investigation determined that the calibration and qc were acceptable. There was no indication for a performance issue for the reagent or the instrument. The investigation determined that the service actions resolved that issue as there have been no further issues.